Event description:
The customer initially reported that five minutes into a hysterectomy, the device stopped working. There were no tones heard at all. There was no blood loss, no tissue damage and no pt injury. The incident device was returned and a visual inspection revealed that the jaw wire was bare.

Manufacturer narrative:
(B)(4). A visual inspection of the incident device revealed that the jaw wire was cut, exposing bare wire. The wire may have contacted a sharp edge of a trocar/cannula during insertion or removal of the device. This did not affect the function of the instrument. The device was activated on simulated tissue with satisfactory results. The resistance measured within specification. The IFU for this device states: carefully insert and withdraw instruments from cannulas to avoid possible damage to devices and/or injury to the pt. The moving jaw wire is the intended design of this device and will not interfere with the function of the instrument. However, covidien is evaluating a design change to better contain the wire.